Manufacturer narrative:
The pump passed the active current test. The pump failed the sleep current test. The pump failed the self test due to absence of vibration. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Found a low battery alert on the event date of 19-jul-2024 at 17:11:00.000 and was unexpected. Found a user time date change on (B)(6) 2024 at 03:25:12.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assembly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the pump case. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. The customer reported a short battery life or a low battery alarm after 1 week or less of inserting new battery. Pump did not turn off despite two attempts. Pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product return status for mmt-1712kl is unknown.